Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-jul-2016, fse arrived at the site to address the reported event. Upon inspection of the device, the fse found that there was a clot in the wash nozzle of the b/f washer assembly. The fse removed the clot, dried the s102 sensor, primed the instrument and performed performance checks. These were all found to be within specifications. Further, the customer ran controls and all were found to be within acceptable range. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a clogged nozzle.

Event description:
On (B)(6) 2016, the customer reported to a technical support specialist (tss) of receiving error "4002" (turntable slip error). The tss advised the customer to reboot the instrument which did not resolve the issue. On (B)(6) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.